Event description:
The pt reported, charging problems between the implant and the external equipment shortly after suffering a fall. A boston scientific rep performed device eval. The issue was confirmed. The surgeon implanted the pt with new boston scientific spinal cord stimulator.